Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 3.5x12 mm trek balloon catheter was being used for post-dilatation of a stent. After completion of the post-dilatation, the balloon would not deflate. The indeflator was exchanged for a new one and after pulling double negative the balloon would still not deflate. The guiding catheter, guide wire and balloon catheter were removed together as a single unit. No other device was used as the post-dilatation was adequate. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.